Event description:
It was additionally reported that the device was explanted.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and the returned device identified a failure condition that disappeared during analysis.

Event description:
It was reported that the device was unable to be interrogated. Three different programmers were used, but none were able to interrogate the device. A manual guided restore (mgr) was unsuccessful because the programmer was unable to detect the device. The device will be replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.